Event description:
International affiliate reports 3 complaints concerning fault on programming valve due to mobile phones. Request to affiliate for additional revealed the pts did not require additional intervention. The neurosurgeon reprogrammed the valves.